Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be conclusively determined. The review of the lhr (lot f1104603) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional that male patient who stands (B)(6) tall and weighs (B)(6) underwent an uncomplicated left heart catheterization procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (cfa) via a 6f procedural sheath. Femoral angiogram taken prior to the procedure revealed a good size artery and no presence of calcium. It was reported that the physician performed an intravascular ultrasound (ivus) on the patient's coronary arteries with 4500 units of heparin administered peri-procedure. At the end of the procedure, it was reported that the physician had the scrub technician close the femoral artery with a mynx cadence. Hemostasis was successfully achieved. On (B)(6) 2011, the patient presented at another hospital complaining of swelling and pain in his groin. Upon examination, the physician confirmed that a pseudoaneurysm (psa) had developed at the access site. The patient was given a thrombin injection which successfully treated the psa. The patient was discharged to home later that night. No further information was provided.